Manufacturer narrative:
(B)(4): the surgery was recorded on a dvd and snapshots of the intraocular lens implant were provided. The review of the dvd snapshoot (photo) showed that the intraocular lens (iol) was deployed and a haptic to haptick "handshake" (haptic stuck to haptic) was observed. The surgeon manipulated the iol slightly and the haptics were released. The iol unfolded within an elapsed time of 23 seconds, which met the unfold time of less than the one (1) minute acceptance criteria. All pertinent information available to abbott medical optics has been submitted. (B)(4).

Event description:
It was reported that a haptic was stuck to haptic during the intraocular lens surgery implantation. The stuck haptic was resolved during irrigation and aspiration during the surgery. The surgery was successfully completed. No patient injury was reported, and no further treatments were required. The date of the event is unknown. No further information provided.